Event description:
It was further reported that access was obtained via the right femoral artery. The 85% stenosed, 15x2.75mm, concentric, de novo lesion being treated was located in the noncalcified and non-tortuous left anterior descending artery.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Upon introducing a 12 x 2.50mm taxus liberte stent delivery system (sds) to treat a target lesion in the left anterior descending artery, the stent became stuck on an unspecified guide wire. Force was used to try and separate the devices and the sds shaft fractured distally while outside of the patient. The procedure was completed with a different device. No complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. Upon introducing a 12 x 2.50 mm taxus liberte stent delivery system (sds) to treat a target lesion in the left anterior descending artery, the stent became stuck on an unspecified guide wire. Force was used to try and separate the devices and the sds shaft fractured distally while outside of the patient. The procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the taxus liberte stent delivery system (sds) was received without a guidewire lodged in the lumen. The balloon was tightly folded with the stent secured on the balloon. The distal tip was detached from the shaft and not present among returned product. A 4mm length of the distal shaft, adjacent to the tip bond, was necked down. Functional testing was performed by loading a .014" guidewire into the guidewire notch and advancing through the inner shaft of the catheter. The guidewire would not advance past the location of the stretched distal shaft. The wire was not stuck in the lumen of the catheter, as reported, but the damaged shaft confirmed the difficulty loading the wire through the catheter and is consistent with the reported difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).